Manufacturer narrative:
(B)(4). Date sent: 7/13/2020. Additional information was requested, and the following was received: unfortunately, we have had little access and no communication on this incident since march. No one is offering information when we ask.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Can a timeline of events leading up to the patient¿s death be provided? Was an autopsy performed? If yes, can the report be provided? What was the reason for the re-operation? What was found during the re-op? Has a cause of death been determined? Does the surgeon believe the ethicon device (cdh29p) caused or contributed to the patient death or were there other contributing patient factors? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during a colon resection the device was fired, and it made a sound. When the surgeon went to check the anastomosis, it was found that one side of the donut was thin. The leak test was performed, and no leaks were found. The patient was released and went home but had to be brought back to the or on the twenty eighth of march. An exploratory laparotomy was performed. After which the patient passed away. There is no additional information at this time.